Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported mechanical jam was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction and/or manipulation of the device resulted in the noted wrinkled and kinked stent sheath contributing to the reported difficulties. Removal of the compromised device resulted in the noted overlapped stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the superficial femoral artery (sfa). A 7x80mm absolute pro self-expanding stent (ses) was advanced over a .035 non-abbott guidewire; however, during the deployment, the thumb wheel was noted to be stuck when the stent was deployed 50%. The stent was removed with the delivery system and an unknown stent was used to complete the procedure. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.